Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported rupture and "probable bilateral siliconoma in the axillary region". The device has been explanted. For left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional information: volume increase, pain mainly lateral, induration. Patient was treated with pain killers and anti-inflammatory.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Event description:
Healthcare professional reported "probable bilateral siliconoma in the axillary region". The device has been explanted. For left side. Additional information from the physician confirmed that the event of rupture is not occurring.

Manufacturer narrative:
The event of lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "probable bilateral siliconoma in the axillary region". The device has been explanted. For left side. Healthcare professional reported lymph node swelling and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported rupture and "probable bilateral siliconoma in the axillary region" on an unknown side. The device remains implanted.